Event description:
Additional information was received that no memory resets had occurred on the device, however other reasons for the battery anomaly was discussed with boston scientific technical services. A memory dump was once again suggested to fully investigate the issue. No remedial action or adverse patient effects have been reported.

Event description:
Boston scientific received information that that during a routine follow-up visit, this pacemaker was in beginning of life (bol), with the battery gage full with 5 years longevity remaining. The device was re-interrogated at follow-up and indicated that there was 6 months and then 1.5 years longevity remaining on the device. The device was implanted in 2005 and appears to be jumping between longevity calculations. It was noted that, this device was interrogated back in september and the gas gauge indicated that there was a 1/3 longevity remaining. During a rechecked in (B)(6), the device was back at bol with 5 years longevity remaining and the battery gas gauge indicator was full again. A boston scientific technical services (ts) was contacted and suspected the device has had a soft reset and recommended to have the device checked and a memory dump performed. At this time the device remains in service and the patient will be re-checked at the clinic at a later date. The device was reprogrammed in the atrium and this patient is pacemaker dependent. No adverse patient effects were reported and therapy remains available.

Event description:
Additional information was received that this device was explanted and replaced for battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header, setscrews and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Lastly, the device battery status was noted as sufficient at explant with no longevity anomalies noted. In conclusion, the field observations were not confirmed.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.